Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. The returned complaint device showed signs of clinical use. Inspection of the blades revealed abnormal wear. A cut test was performed and found that the device failed cut testing. The distal portion of the blades were dull and failed to cut the suture. The proximal and middle portion of the blades provided a clean cut. A review of the device history record indicates the device met all inspection and test criteria prior to release. Therefore, the most likely root causes of the reported event are the user attempting to cut staples or clips, non-soft tissue, excessive amount of tissue, or a dull or damaged blade as a result of clinical use. The instructions for use (IFU) state: instruments were designed for cutting soft tissue. Attempting to cut staples or clips may damage the instrument. Careful handling of instruments is necessary to avoid damage or breakage as a result of excessive force. The reported event will continue to be monitored through post market surveillance.

Event description:
It was reported the laparoscope would not cut. There was no patient injury, medical intervention or extended procedure time reported. These are commonly used devices that are readily available.